Event description:
During a transapical procedure, the valve was positioned 50/50 but deployed 80/20 aortic/ventricular, which resulted in moderate central regurgitation (cai). A second valve was deployed 60/40 a/v, with a result of moderate ai and it was noted that the leaflets of the first sapien valve were still moving. A third sapien valve was deployed in the center of the first two sapien valves, with mild residual ai. The third valve was deployed to treat the ai and to pin back the leaflets. The patient was stable after the procedure. The native valve calcification was severe. The native annulus measure 22mm by tte. The patient¿s ef was 60% the cause of the initial sapien valve being deployed too aortic was reported as operator movement of the delivery system, and possibly too fast deployment. During the night, the patient experienced hypotension, went into asystole and expired. The cause of death is unknown at this time.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central regurgitation of the second valve is likely due to the fact that the leaflets of the first valve were not pinned back and still moving. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with report #2015691-2014-00954.